Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via a review for "my merlin ¿ confirm rx (us)" in the apple store. Upon review, it was noted the device's battery exhibited premature battery depletion. It was unknown whether any intervention was performed. The patient's condition was unknown.